Event description:
Fire department personnel were attending to a pt, condition unknown. Two analysis were completed and two countershocks successfully delivered. On the third analysis, the device allegedly displayed a continuous motion detected alarm and did not render a decision. The pt was resuscitated.